Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Provided patient x-rays have been reviewed. It is noted the patient has had bi-lateral hip replacement. This report involves the left hip. A dislocation event is not depicted. Nothing indicative of a product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided patient x-rays have been reviewed. It is noted the patient has had bi-lateral hip replacement. This report involves the left hip. A dislocation event is not depicted. Nothing indicative of a product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information and medical records received indicated that on 12/29/2020, the patient had a revision left total hip arthroplasty to address failed left hip. The poly liner was noted to have been completely worn through. The patient was noted to have increasing discomfort, pain, decreased range of motion, and preoperative radiographs reportedly showed evidence of migration. Depuy components were noted to have been used during this procedure. During the procedure the surgeon observed that the poly liner had been completely worn through. There was slight damage to the metal shell, but it was retained. There black tissue due to titanium debris. The femoral stem was well fixed and retained. The trochanteric clamp was removed. Bone loss and osteolysis were also noted. Medical records from (B)(6) 2021 note that the patient is 6 months post revision, dislocated hip and had to have it reduced. Medical record from (B)(6) 2021 note that the patient has dislocated 3 times and has instability.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d4 (expiration date). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for dislocated hip : dislocation - initial. Event is serious and is considered moderate. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 1997, date of revision: (B)(6) 2020 (head and liner for poly wear), date of event (onset): (B)(6) 2021, (left hip). Treatment: closed reduction under anesthesia.